Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the device was implanted, and the atrial lead was initially connected to the device, the impedance and threshold were within normal range. When the pocket was sewn up, the impedance continued to register zero with no capture at five volts. The pocket was reopened and measurements taken again with the device out of the pocket and the threshold and impedance numbers were normal. The lead was observed to be properly connected to the header. At that point, the physician did not want to use that device and implanted a new one. No patient complications have been reported as a result of this event.